Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 06/30/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. No damage was observed to the pump casing. (B)(6).